Event description:
It was reported that the foley catheter balloon was unable to deflate. The balloon was able to inflate but not deflate. Even if the balloon can be filled with water, it cannot be deflated. The same event has occurred before.

Manufacturer narrative:
The reported event was inconclusive because no sample was returned. A potential root cause for this failure could be "valve damaged, poor molding,". The device was not returned for evaluation. The lot number is unknown; therefore, the device history record could not be reviewed. The instructions for use were found adequate and state the following: "[directions for use] (5) to deflate and remove the balloon, attach a needleless syringe to let sterile water in the balloon come out spontaneously through balloon deflation without aspiration. After balloon deflation, withdraw the catheter slowly while confirming that no abnormal resistance is encountered. (11) to deflate balloon and remove catheter, insert a luer tip (needleless) syringe in the inflation valve to allow the water drain spontaneously. After balloon deflation, withdraw the catheter while confirming that no resistance is encountered. (13) when deflating balloon, do not aspirate with a syringe by hands [the inflation lumen for balloon deflation may be occluded by negative pressure, and as a result the catheter cannot be removed.] (18) no substance except sterile water should be used to inflate the balloon. [If contrast medium is used, balloon may burst. If normal saline is used, crystallized salt may medium is used, balloon may burst. If normal saline is used, crystallized salt may occlude the inflation lumen to prevent deflation of the balloon. If air is used, air may occlude the inflation lumen to prevent deflation of the balloon. Occlude the inflation lumen to prevent deflation of the balloon. If air is used, air may escape to cause inadvertent deflation of the balloon so that the catheter may come out prematurely. When it is difficult to remove catheter by deflating the balloon, take appropriate measures according to the section ¿troubleshooting¿. <troubleshooting> when it is difficult to remove catheter by deflating the balloon (expressed as ¿removal difficult case¿ hereinafter), take appropriate measures according to the following procedures. The following two methods are available for removal difficult cases. A. Non rupture method (sterile water is withdrawn without bursting the balloon.) B. Balloon rupture method with balloon rupture method, fragments of the ruptured balloon may remain in the bladder. Therefore, try non rupture method first. A. Non rupture method 1) attach luer tip syringe to the inflation valve. Inject an additional amount of sterile water into the inflation lumen and pump the plunger. 2) if situation wouldn't be improved with 1), sever the inflation funnel of valve. (Fig. 10) 3) if situation wouldn¿t be improved with 2), sever the catheter shaft while holding it with forceps so that the distal segment may not be drawn into the urethra. (Fig. 11) 4) if situation wouldn't be improved wit h 3), insert a needle into the inflation lumen and pump the plunger. (Fig.12) 5) if situation wouldn't be improved with 4), insert a fine steel wire through the inflation lumen of catheter. (Fig.13) b. Balloon rupture met hod 1) inject 100 200ml/ cc of saline solution warmed to body temperature into the bladder through the drainage lumen, and then inject a large amount of water into the balloon through the inflation lumen with a needle to induce rupture. After rupture of the balloon, irrigate the bladder. 2) if situation wouldn't be improved with 1), attempt following procedures. A) under the radioscopic observation, infuse a contrast medium into the bladder, and burst the balloon by suprapubic puncture of the bladder. B) in male patients, burst the balloon by puncture with a needle from the perineal (or suprapubic) region or through the rectum under ultrasonographic guidance. C) in female patients, burst the balloon by insertion of a needle along the urethra." H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the foley catheter balloon was unable to deflate. The balloon was able to inflate but not deflate. Even if the balloon can be filled with water, it cannot be deflated. The same event has occurred before.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.